Event description:
It was reported that the customer experienced high blood glucose levels while on vacation. The customer was treated with manual injections.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.